Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that test result keeps blinking on meter display for a few times prior to staying on display the issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.